Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with a trocar attached and with excessive tissue/debris in jaws. However, the jaws closed as expected and the trocar was easily removed. Under magnification the jaws appeared to be bent. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. There were no anomalies noted with the functionality of the device. The binding described in the event was likely due to the slight bend in the jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported the jaws on the enseal device were difficult to closed after removing from the trocar during a laparoscopic assisted vaginal hysterectomy. The case was completed using ligasure with no consequence to the patient. One device will be returned for analysis by the sales rep. Patient information was requested but little was provided.